Event description:
Complainant alleged that during biomed testing, the device intermittently would not allow discharge. Complainant indicated that there was no pt involvement in the rpoerted malfunction.